Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 73 months ago. Aneurysm and vessel morphology from the time of implant were not reported. Current vessel morphology was reported as disease progression, moderately tortuosity, mild calcification, and moderate aortic neck angulation, 40 degrees. The aortic neck diameter at the renal arteries was reported as 23 mm and 25 mm below the renal artery was 32 mm. The aortic neck length was reported as 25 mm. It was reported that a recent CT demonstrated that the stent graft has migrated 25 mm with a type I endoleak. The physician elected to treat the patient with two aneurx aortic cuffs, and the migration and the endoleak were resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
(B) (4): evaluation results and conclusions: (migration, endoleak), (disease progression with aortic neck dilatation, moderately tortuosity, and moderate aortic neck angulation was 40 degrees). (Secondary intervention).